Manufacturer narrative:
D10: concomitants: (B)(6), 180-01-50 - crown cup, cluster-hole gr.50. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As part of the manufacturer's recall, the patient presented for a follow-up. X-ray and CT scans revealed slight decentration of the prosthetic head and minor osteolysis in the acetabulum, signs of inlay wear. This was verified during an inlay exchange on (B)(6) 2025, to a specially approved, vit e-cured inlay (novation xle +5 mm lateralized liner, group 1, 32 mm ID, ref 146-32-51, sn (B)(6)). During the exchange surgery, in addition to the inlay exchange, the firm integrity of the cup was determined, and the cysts in the cup bed were cured and sealed using hydroxyapatite + calcium (cerament bone void filler), as well as the replacement of the prosthetic head.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3 - based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified, implanted with a lateralized liner and a combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear and osteolysisis a combination of the risk factors. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6 - investigation coding updated the following sections were corrected: h6 - investigation codes 4118, 3233, 11 no longer applies. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.